Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the annular rupture was unable to be determined however, per medical opinion may have occurred during bav and was likely due to patient factors: large nodule of calcium (greater than 4 mm) was pushed through the annular wall and in conjunction with very small sinuses. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in austria, during bav all full inflation a contract root shoot occurred. No leak was observed. A 20 mm sapien 3 valve was successfully deployed in the aortic position via transfemoral approach. Post deployment a plural effusion and small root rupture were observed. A pericardiocentesis was performed. The patient went into cardiac arrest with cardiac message performed successfully. The rupture was resolved with heparin reversal. Per medical opinion the rupture may have occurred during the bav and was likely due to a large nodule of calcium (greater than 4 mm) was pushed through the annular wall and in conjunction with very small sinuses. The patient was doing well post procedure and was discharged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.